Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system hung up. Upon troubleshooting fse inspected the system onsite and found an issue with the incoming power to the system. To resolve the issue, fse replaced point (power inverter) and implemented tube calibrations. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.